Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in performing a reset. After the reset, the error did not reoccur, and the caller was able to successfully start a new sensor session.